Manufacturer narrative:
Argus case (B)(4).

Event description:
Swallowing bristle [foreign body in throat]. We had to pull a transparent fiber out of his throat with some effort. [Foreign body in throat, removal]. Retching with a red head finished brushing teeth [retching]. Retching with a red head finished brushing teeth [red face]. Case description: this case was reported by a consumer via call center representative and described the occurrence of foreign body in throat in a (B)(6)-year-old male patient who received gsk toothbrush (dr best erste zaehne) toothbrush for oral hygiene. This case was associated with a product complaint. On (B)(6) 2020, the patient started dr best erste zaehne at an unknown dose and frequency. On (B)(6) 2020, an unknown time after starting dr best erste zaehne, the patient experienced foreign body in throat (serious criteria gsk medically significant), foreign body in throat, removal, retching and redness of face. On an unknown date, the patient experienced product complaint. Dr best erste zaehne was discontinued on (B)(6) 2020 (dechallenge was unknown). On an unknown date, the outcome of the foreign body in throat, foreign body in throat, removal, retching, redness of face and product complaint were unknown. It was unknown if the reporter considered the foreign body in throat, foreign body in throat, removal, retching and redness of face to be related to dr best erste zaehne. Additional details: (initial and follow up processed together) the reporter stated that their almost (B)(6) year old son finished brushing his teeth, retching with and a bright red head today, they had to pull a transparent fiber out of his throat with some effort. After a short inspection of the toothbrush (it was bought on the day of reporting) it was clear, the bristles were not only of unequal length, they could also be easily removed with the fingers, that cannot possibly be wanted, they were a little speechless about the quality of the product, so they knew neither dm nor dr. Best and thought about how to avoid that in the future. The daily struggle with dental care was there. They did not facilitate incident. Consumer asked what could have happened, how unhealthy was swallowing these bristles for toddlers. Consumer would appreciate a qualified answer. Photos of the packaging were attached. Follow up information was received on 29 jul 2020 from quality assurance (qa) department regarding complaint (B)(4) (complaint reference). Summary and conclusion: the sample return was not yet verified with consumer. A trend analysis with same product of complaint subject showed no abnormalities. No recall was started by the article. Further investigation was not possible without receiving the batch number or complaint sample. The complaint was logged and would be evaluated and present in the monthly complaint review process. On the basis of the above the complaint was considered as closed. With the receipt of the complaint sample, the complaint will be re-opened and further investigation carried out as required. A final report will be issued in accordance with the quality agreement within 30 days after receiving the complaint sample. No manufacturing error were detected. Quality assurance analysis revealed the complaint to be unsubstantiated.